Event description:
It was reported that the patient was having excessive charge burden. The patient's ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The ipg will not be returned due to hospital policy.